Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she was hospitalized and had drain difficulty with cloudy effluent. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures were obtained in the hospital; however, the outpatient clinic did not receive the results. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for two weeks and intraperitoneal (ip) ceftazidime at 2000 mg every day for two weeks. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The patient had an uneventful hospital course and was discharged on (B)(6) 2021. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to lack of aseptic technique during ccpd therapy at home as reported by a medical professional. It is well-known that non-adherence to aseptic technique through touch contamination is the source for most peritonitis infections. Therefore, the liberty cycler set can be excluded as the root cause of the peritonitis. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she was hospitalized and had drain difficulty with cloudy effluent. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures were obtained in the hospital; however, the outpatient clinic did not receive the results. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for two weeks and intraperitoneal (ip) ceftazidime at 2000 mg every day for two weeks. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The patient had an uneventful hospital course and was discharged on (B)(6) 2021. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.